Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included frequency urinary and adenomyosis. Concurrent conditions included dysuria. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), pelvic pain ("pelvic pain") and bladder pain ("bladder pain"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), dysfunctional uterine bleeding (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, dysfunctional uterine bleeding, menstrual disorder, dyspareunia, migraine, pelvic pain and bladder pain had resolved and the vaginal haemorrhage, menorrhagia, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about august 2009, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded ion (B)(6) 2008, initial fluoroscopy demonstrated bilateral tubal occlusion type devices. There is no tubal spill. Findings would be consistent with bilateral tubal occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics, historical condition and concomitant disease added. Essure start date, stop date and indication updated. Abnormal bleeding (vaginal, menorrhagia), dysfunctional uterine bleeding, headaches, nickel allergy, pain and bladder pain were added. Lab data added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (underwent a partial hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, dyspareunia and migraine had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menstrual disorder and migraine to be related to essure. The reporter commented: beginning on or about (B)(6) 2009, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.